Event description:
The bonanno was used as a chest drain cannula, which during removal of the introduction/venflon end, has broken off and remained in the patient's chest. Incident was reported to bd by the mda and no other information is available.